Event description:
Customer reported in the attached medwatch related to three phoenix machines, that: "...unit shut down all operations, including blood pump (therefore , pt's blood had to be manually pumped back into pt before pt could be placed on another machine) due to the machine going in to a "general safe state condition" due to a communication timeout within the electronics of the machine the first response (from gambro) to the issue was to use a substance called stabilant 22, which was supposed to clean the contacts on the connector j37. The next response to the issue was to replace the j37 harness on all three machines. The most recent response to the issue has been to replace the '5 volt' power supply, that has an older style transformer, with a new power supply that has an older style transformer, because the newer 'switching' style power supply cannot be used on these older machines."